Event description:
It was reported that there was an issue with the lead (unspecified). The lead was capped and abandoned and a new right ventricular lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).